Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell and others, and an observed 40 mm dark patch edge material inside the gel device. A microscopic analysis was performed which identified a sharp broken with stress marks near of the broken site, this condition was called a surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as surgical impact.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.